Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient, that they were having "difficulty with their device" and their device "goes off during the night for no reason at all." It was also noted that "the episodes with the device affected the tv." The patient reported that they were scheduled for a device replacement, and since then the device has been explanted and replaced. No further patient complications have been reported as a result of this event.